Event description:
During the procedure for the mca aneurysm, the physician planned to remove enf37 from the patient because physician wanted to use double catheter technique before stent deploy. But the enf37 got stuck in the proximal hub of the prowler mc. It was further noted that firstly the enf was positioned at the actual target site, but physician changed his mind since he wanted to use double mc technique and thus he did not deploy the stent. Thus physician planned to remove the enf from the patient. But, during the retrieval the enf got stuck in the proximal part of the mc. Physician tried several times but suddenly the enf and delivery wire system separated at the proximal mc hub. After that situation he had to remove prowler select plus from the patient and insert another 14 catheter for coiling. The procedure was still successfully competed using double mc technique (new prowler mc, 14 catheter, and new enf as per available info). Additional information has been requested. There were no other damages noted to the stent system such as premature deployment after/during removal. There were no damages noted to the mc such as kink or crack after/during removal. No flow restriction/reduction noted as a result. There was no resistance/friction during advancement of the mc prior to stent insertion and introduction of stent system through the mc.

Manufacturer narrative:
The investigation process in order to get possible additional information regarding the events is currently underway and also the process for product device return for analysis is anticipated to be done; thus additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported adverse events in which associated manufacturer report numbers are 1058196-2013-00201 and 1058196-2013-00202.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15777630 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The investigation process in order to get possible additional information regarding the events is currently underway and also the process for product device return is anticipated to be done; thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information regarding the event of separation received from the affiliate indicated after enf got stuck at the proximal hub of the mc the physician had tried to pull back the enf from the mc several times, but suddenly the delivery wire of the enf came out from the prowler and enf stent remained in the proximal part of the mc. Thus physician had to withdraw prowler mc. Please note that there have been no changes in the codes and reportability in this report. During treatment of a middle cerebral artery (mca) aneurysm after positioning the enterprise vrd at the target site it was then determined to use a double microcatheter (mc) technique prior to placing the stent. When attempting to remove the enterprise vrd (enc453712/10207880) from the patient the enterprise got stuck in the proximal part of the prowler select plus mc (606s255x/15777630). During several attempts at retrieval of the enterprise suddenly the delivery wire of the enterprise came out from the prowler and stent remained in the proximal part of the mc. Therefore, the prowler select plus with the stent had to be withdrawn from the patient. A prowler 14 mc was then used for double microcatheter coiling technique and a new enterprise was then used. There were no other damages noted to the stent system such as premature deployment after/during removal. There were no damages noted to the mc such as kink or crack after/during removal. No flow restriction/reduction noted as a result. There was no resistance/friction during advancement of the mc prior to stent insertion and introduction of stent system through the mc. A review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile select plus 150/5 cm was received coiled inside of a plastic bag with one non sterile enterprise stent was received stuck in a microcatheter (mc) hub. The enterprise delivery wire and introducer tube were not received for analysis the enterprise stent was removed from the mc hub. The stent was then observed under a microscope and presented no damage. The functional analysis for the enterprise could not be performed since the delivery wire was not returned for analysis. The mc was inspected and it was found with a bent and compressed section was noted; no damages were noted o the hub. The device was inspected under microscope; compressed section was noted at 12 cm from the proximal end. The ID from the microcatheter was measured and was found within specification. After flushing the prowler select plus mc using a lab sample syringe (nipro) a lab sample enterprise system was introduced into the mc; friction was felt when enterprise lab sample passed through the bent and compressed section found on the device. However the enterprise passed fully through the returned mc. Based on the analysis of the returned devices there was mc inner lumen resistance due to bends & compression in the mc. The timing of these damages as related to procedural use/product return cannot be determined. If these had been present prior to use there would have been resistance during advancement. If these occurred during procedural use, this may have contributed to the withdrawal difficulty. However, based on the report and confirmation of deployment of the stent in the hub, if the introducer wasn¿t fully seated and secured into position during removal of the enterprise system, the stent would have expanded in the gap created in the hub. This is a possible cause of the resistance encountered during removal followed by deployment in the hub. The instructions for use warns if resistance is met during manipulation, determine the cause of resistance before proceeding and do not apply undue force if resistance is encountered at any point during stent manipulation. The returned devices did not present with any indication of any manufacturing defect or anomaly. With review of device history records and analysis of the returned devices there is no indication of any manufacturing issues related to the events with procedural/handling factors possibly impacting the events. Therefore, no corrective action will be taken at this time. This is one of two products involved with the reported product issues in which associated manufacturer report numbers are 1058196-2013-00201 and 1058196-2013-00202.